Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the touchscreen was unresponsive to presses. Reportedly, the customer is unable to unlock the pump. Customer had elevated blood glucose levels reaching 360 mg/dl. Customer delivered manual injections to stabilize blood glucose levels. Customer indicated the have back up manual injections for continued insulin therapy.